Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block e1: additional physician reported to be: dr. (B)(6). Block h6: patient code 2330 captures the reportable event of discomfort. Patient code 1994 captures the reportable event of pain. Patient code 2688 captures the reportable patient issue of "unidentified mass". Patient code 1884 captures the reportable event of hematoma. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: additional information received on (B)(6) 2020 was incorporated into the b5.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under general anesthesia. According to the complainant, spaceoar was implanted on a patient without any complications. Proper placement was verified on magnetic resonance imaging (MRI) and the patient continued the radiation therapy as scheduled. On (B)(6) 2020, the patient complained about pain in the perineum. Reportedly, two weeks after the therapy completion, the patient experienced severe pain, burning in rectal area, feeling of heaviness, and soreness. The patient could not sit comfortably and there was shooting pain and constant pain in scrotal area. Magnetic resonance imaging (MRI) was performed and it showed an unidentified mass in the perirectal tissue between the posterior prostate and anterior rectal wall. The physician thought it might be a hematoma, so they attempted to drain the area, was able to drain the fluid but not the mass itself. The patient went to the doctor and an interventional radiology was performed in the lower rectal area. However, they could not find the source of the pain. The patient was referred to the pain clinic and was first treated with hydrocodone but it was changed to morphine because the patient was still in pain and unable to sit or sleep. The physician did not know exactly what the mass was and he confirmed that the pain and discomfort were related to the spaceoar and were treated with narcotics. Reportedly, the patient current condition was improving.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Additional physician reported to be: dr. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under general anesthesia. According to the complainant, spaceoar was implanted on a patient without any complications. Proper placement was verified on magnetic resonance imaging (MRI) and the patient continued the radiation therapy as scheduled. On (B)(6) 2020, the patient complained about pain in the perineum. Magnetic resonance imaging (MRI) was performed and it showed an unidentified mass in the perirectal tissue between the posterior prostate and anterior rectal wall. The physician did not know exactly what the mass was and he confirmed that the pain and discomfort were related to the spaceoar and were treated with narcotics. Reportedly, the patient current condition was improving.